Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain / pain") and genital haemorrhage ("heavy prolonged bleeding") in a 33-year-old female patient who had essure (batch no. B97488) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal. Concurrent conditions included overweight, high cholesterol since 2016, asthma since 2008, bipolar disorder since 2006, anxiety since 2006, menometrorrhagia, penicillin allergy, allergic reaction to analgesics, allergic reaction to antibiotics, allergic reaction to analgesics and ovarian cyst. Concomitant products included alprazolam (xanax) since 2008, atorvastatin since 2015, colecalciferol (vitamin d) since 2015, cyclobenzaprine hydrochloride (flexeril) since 2013, enemas since 2015, loratadine (claritin) from 2009 to 2017, miconazole since 2014, omeprazole (prilosec) since 2013, pravastatin since 2013, procaterol hydrochloride (pro-air) since 2008, salbutamol (albuterol) since 2008, sumatriptan (imitrex) since 2009 and vicodin (norco) since 2008. In 2014, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), sepsis ("sepsis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and impaired gastric emptying ("gastroparesis"). On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("additional weight gain"), infection ("infection"), pruritus ("itching"), rash ("rashes"), fungal infection ("yeast infections") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, abdominal pain and vulvovaginal pain was resolving, the genital haemorrhage, weight increased, infection, pruritus, rash, dyspareunia, vaginal haemorrhage, menorrhagia, sepsis, nausea, dysmenorrhoea, vaginal discharge, fatigue, impaired gastric emptying and alopecia outcome was unknown and the urinary tract infection, bacterial vaginosis and fungal infection had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, impaired gastric emptying, infection, menorrhagia, nausea, pruritus, rash, sepsis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2014 and (B)(6)2014) and explant date ((B)(6) 2015 and (B)(6) 2015) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - in 2014: complete obstruction of both fallopian tubes. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), uti, bacterial vaginosis, yeast infections, sepsis, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, gastroparesis, hair loss, abdominal pain and vaginal pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain / pain') in a 33-year-old female patient who had essure (batch no. B97488) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal. Concurrent conditions included high cholesterol since 2016, asthma since 2008, bipolar disorder since 2006, anxiety since 2006, overweight, menometrorrhagia, penicillin allergy, allergic reaction to analgesics, allergic reaction to antibiotics, allergic reaction to analgesics, ovarian cyst, vaginal discharge, post coital bleeding and uterine prolapse. Concomitant products included from 2009 to 2017, alprazolam (xanax) since 2008, atorvastatin since 2015, cyclobenzaprine hydrochloride (flexeril) since 2013, enemas since 2015, hydrocodone bitartrate;paracetamol (norco) since 2008, miconazole since 2014, omeprazole (prilosec) since 2013, pravastatin since 2013, procaterol hydrochloride (pro-air) since 2008, salbutamol (albuterol) since 2008, sumatriptan (imitrex) since 2009 and vitamin d nos (vitamin d) since 2015. In 2014, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), sepsis ("sepsis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and impaired gastric emptying ("gastroparesis"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy prolonged bleeding"), infection ("infection"), pruritus ("itching"), rash ("rashes"), fungal infection ("yeast infections"), vulvovaginal pain ("vaginal pain"), back disorder ("back issue"), insomnia ("insomnia"), anxiety ("anxiety"), vitamin d deficiency ("try a vitamin d supplement"), headache ("more aggressive headache"), pyrexia ("fever"), pain ("body ache"), meningitis viral ("viral meningitis") and muscle spasms ("leg cramps") and was found to have weight increased ("additional weight gain") and lumbar puncture ("lumbar puncture"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, abdominal pain and vulvovaginal pain was resolving, the genital haemorrhage, weight increased, infection, pruritus, rash, dyspareunia, vaginal haemorrhage, menorrhagia, sepsis, nausea, dysmenorrhoea, vaginal discharge, fatigue, impaired gastric emptying, alopecia, back disorder, insomnia, anxiety, vitamin d deficiency, headache, pyrexia, pain, lumbar puncture, meningitis viral and muscle spasms outcome was unknown and the urinary tract infection, bacterial vaginosis and fungal infection had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back disorder, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, impaired gastric emptying, infection, insomnia, lumbar puncture, meningitis viral, menorrhagia, muscle spasms, nausea, pain, pruritus, pyrexia, rash, sepsis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2014 and explant date (B)(6) 2015 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - in 2014: results: complete obstruction of both fallopian tubes; on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - in 2014: total bilateral occlusion.; on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: insomnia, anxiety, vitamin d deficiency, headache, pyrexia, pain, lumbar puncture and meningitis viral. Batch no: b97488, production date :2013-11-23, expiration date :2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain / pain') in a 33-year-old female patient who had essure (batch no. B97488) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal. Concurrent conditions included high cholesterol since 2016, asthma since 2008, bipolar disorder since 2006, anxiety since 2006, overweight, menometrorrhagia, penicillin allergy, allergic reaction to analgesics, allergic reaction to antibiotics, allergic reaction to analgesics, ovarian cyst, vaginal discharge, post coital bleeding and uterine prolapse. Concomitant products included from 2009 to 2017, alprazolam (xanax) since 2008, atorvastatin since 2015, cyclobenzaprine hydrochloride (flexeril) since 2013, enemas since 2015, hydrocodone bitartrate;paracetamol (norco) since 2008, miconazole since 2014, omeprazole (prilosec) since 2013, pravastatin since 2013, procaterol hydrochloride (pro-air) since 2008, salbutamol (albuterol) since 2008, sumatriptan (imitrex) since 2009 and vitamin d nos (vitamin d) since 2015. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), sepsis ("sepsis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and impaired gastric emptying ("gastroparesis"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy prolonged bleeding"), infection ("infection"), pruritus ("itching"), rash ("rashes"), fungal infection ("yeast infections"), vulvovaginal pain ("vaginal pain"), back disorder ("back issue"), insomnia ("insomnia"), anxiety ("anxiety"), vitamin d deficiency ("try a vitamin d supplement"), headache ("more aggressive headache"), pyrexia ("fever"), pain ("body ache"), meningitis viral ("viral meningitis") and muscle spasms ("leg cramps") and was found to have weight increased ("additional weight gain") and lumbar puncture ("lumbar puncture"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, abdominal pain and vulvovaginal pain was resolving, the genital haemorrhage, weight increased, infection, pruritus, rash, dyspareunia, vaginal haemorrhage, menorrhagia, sepsis, nausea, dysmenorrhoea, vaginal discharge, fatigue, impaired gastric emptying, alopecia, back disorder, insomnia, anxiety, vitamin d deficiency, headache, pyrexia, pain, lumbar puncture, meningitis viral and muscle spasms outcome was unknown and the urinary tract infection, bacterial vaginosis and fungal infection had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back disorder, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, impaired gastric emptying, infection, insomnia, lumbar puncture, meningitis viral, menorrhagia, muscle spasms, nausea, pain, pruritus, pyrexia, rash, sepsis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2014) and explant date ((B)(6) 2015) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - in 2014: results: complete obstruction of both fallopian tubes; on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - in 2014: total bilateral occlusion.; on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: insomnia, anxiety, vitamin d deficiency, headache, pyrexia, pain, lumbar puncture and meningitis viral. Most recent follow-up information incorporated above includes: on 6-mar-2020: social media received- new event back issue, insomnia, anxiety, try a vitamin d supplement, more aggressive headache, fever, body ache, lumbar puncture, viral meningitis, leg cramps were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain / pain") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("additional weight gain"), infection ("infection"), pruritus ("itching"), rash ("rashes") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, weight increased, infection, pruritus, rash and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, infection, pruritus, rash and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.